Event description:
During a surgery a mislabeled osteobridge idsf femoral nail has been identified. The surgeon wanted to implant a femoral idsf system. After cemented implantation of the nails he recognized that the clamping diameter of one nail was 14 mm instead of 16 mm (femoral idsf nails have 16 mm). This led tot he circumstance that the spacer which shall connect the nails did not fit. Therefore the surgeon therefore decided to use a temporary implant around 14mm clamping area of nail to protect nail end. An idsf spacer provisionally clamped onto construct to manage length of extremity. Patient/ surgeon have been be provided with a custom made device for final surgery.